Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2006 and mesh, apogee and intepro were implanted. It was also reported that the patient experienced pain, erosion of her internal bodily tissue and other injuries, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted along with concurrent vaginal hysterectomy, sacrospinous ligament fixation due to vaginal uterine prolapse. It was reported that following insertion the patient experienced erosion, urinary/bowel problems, recurrence, bleeding, dyspareunia, vaginal scarring and bladder prolapse. It was reported that patient underwent mesh removal on (B)(6) 2014 due to erosion. (B)(4).